Manufacturer narrative:
The device is not expected to be returned for analysis. Should the device be returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this lead and associated device displayed loss of capture (loc) and high pace impedance. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. The devcie was explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was later received indicating this device was returned for analysis despite previous indications that it would not.